Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that a call service alarm occurred after a low battery warning, and the alarm could not be cleared due to an unrelated issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: review of the black box revealed a call service alarm on 11/15/2013 16:57. A rewind, load and prime step were successfully completed with no errors. The pump was exercised for 24 hours on a 1.0u/hr basal program. No call service alarms were duplicated during testing. The pump cover was removed and there was no evidence of moisture or damage observed. The initial complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.